Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a lower than expected battery voltage while still in the box.

Event description:
Event description guidant received info that this implantable cardioverter defibrillator (ICD) displayed a lowere than expected battery voltage while still in the box.